Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not deployed at the first firing. There was an unexpected noise and resistance when the trigger was grasped. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the operation, the clip was not fed into the jaws.

Manufacturer narrative:
(B)(4). Indicator wheel failure, jaws unable to open_open after assisted. Additional information: 3rd follow up attempt-additional information requested from affiliate: what vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Did anything unexpected happen prior to this incident? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital. The el5ml device was received with the jaws jammed in the closed position. The trigger was manually assisted in order to open the jaws. Upon assistance, the jaws opened and one pear shaped clip was released. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. Additionally upon firing, the remaining clips were conforming and the device locked out as intended. However, the orange indicator under traveled; this finding is not related with the incident reported. A batch/lot record review was performed and the batch met all final acceptance criteria.